Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated and limb stent graft. Subsequently, during a follow up computed tomography done on (B)(6) 2016, the physician noted that the aneurysm was growing - possible type 3b endoleak and type 3a endoleak. Patient is asymptomatic. The physician plans to reline with an ovation stent graft.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3a endoleak with component separation between the main body and the limb extension as well as a type 3b endoleak. Additionally, the clinical evaluation was able to confirm a type 2 endoleak and a collapse of the right iliac limb extension. The clinical assessment was based on no medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, patent lumbar arteries, and the complete component separation of the limb extension from the main body of the graft.

Event description:
On (B)(6) 2016 the patient underwent a secondary endovascular procedure to repair the reported type 3a and type 3b endoleak. During the repair procedure there was a deployment issue with the bifurcated stent. No additional follow up information was received from the physician.